Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device is used as a temp permanent device at the hospital. The device was sent for re-sterilization for re-use (off label) and sterilization steam was used. The device was sterilized, which the device reached eri that was a new device. It was noted that the steam may have been too hot and exhibited a diagnostic issue. Due to a lack of information on the use, it was suggested discarding the device. There was no patient involvement and off label use.